Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with a large anterior prolapse and partial p2 flail. One clip was positioned and deployed without issue. Pathology was a large a2 prolapse and a partial p2 flail. The whole procedure went without issue and leaflet insertion assessment was done per IFU. Initial result was trace mr. However, approximately 5-10 minutes post-deployment, while patient was being extubated and the echocardiography probe was still in, a medial-oriented tilt of the clip was noticed in a bicommisural view. A complete echocardiographic assessment was accomplished. The clip was still attached to the leaflets and a tissue bridge was observed. Final mr was mild-to-moderate. There was no clinically significant delay in the procedure.

Manufacturer narrative:
H6 health effect - clinical code 4451 was removed. H6 health effect - impact code 4614 was removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration (partial clip movement) appears to be related to patient morphology/pathology due to friable/thin leaflets. There is no indication of a product issue with respect to manufacture, design or labeling.